Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient inserted a new sensor but got a message "please wait for 3 hours". The sensor eventually paired and was working as expected. Around 4:05 pm, after the patient had a meal, she administered 1.35 units of insulin via her pump as a precaution. She reported that the cgm readings were stable and normal; however, around 5:00 pm, her readings suddenly dropped to around 47 mgdl. She got anxious and nauseous. Her heart was racing, speech became slurry, and she felt like she was about to pass out. Without taking a bg meter reading, she treated herself by consuming approximately 70g of carbs, candies and some fruits. Subsequently, she paged her doctor about the situation; however, she did not get a response so she just waited to hear back from them. Her daughter came to her house and assisted her in administering two gvoke glucagon injections. She did not go to a hospital as she felt better after the self-treatment she and her daughter performed. Attempts to contact the patient for additional information were documented as unsuccessful. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 health effect - clinical code - e0131 speech disorder